Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error or battery out limit alarm noted. Cracks to the case, lcd window, reservoir tube lip and broken belt clip slot noted.

Event description:
The customer reported that the insulin pump alarmed button error and battery out limit. Customer woke up and got the alarm and could have put pressure to the keys when he was asleep. Customer took out the battery to stop the beeping. Customer unable to clear the alarm due to button error. Troubleshooting was done. Customer's blood glucose was 159 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.